Event description:
During follow-up for a separate event, it was reported by a peritoneal dialysis (pd) nurse that this patient on pd had peritonitis. In additional follow-up, the patient¿s pd nurse stated the patient was experiencing symptoms of abdominal pain and cloudy pd effluent. On (B)(6) 2024, the patient was seen in the outpatient pd clinic and had a pd culture obtained. Per the nurse, the patient¿s pd culture grew the bacteria staphylococcus aureus and had an elevated white blood cell (wbc) count. The nurse stated the patient is being treated with antibiotic therapy using vancomycin and ceftazidime (per clinic protocol) on an outpatient basis. The patient continues pd with same cycler and is recovering from the peritonitis event. The patient¿s nurse confirmed the patient did not have any fluid leaks or issues with fresenius products in relation to this event. The nurse attributes the peritonitis to a breach in aseptic technique during the pd exchange.